Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer reported they were in the middle of restarting and they had a 31030 error. An intuitive surgical, inc. (Isi) technical service engineer (tse) had the customer power down normally and emergency powered off (epo) the system. After powering up again, the customer was getting a 319 error. The customer tried to power cycle the system again and epo the whole system, but the same errors returned. The customer decided to convert to open surgery. The procedure was converted to open surgery with no reported injury. According to the initial reporter, the system had powered on without any issues or faults prior to the start of the procedure.

Manufacturer narrative:
Based on the current information provided, the surgeon converted the procedure to open surgery due to non-recoverable 31030 error. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the following parts to resolve the issue: universal surgical manipulator (usm), proximal setup joint (suj), distal suj, and the cardcage. The system was tested and is ready for use. Isi has received the usm and the distal suj, but failure analysis has not yet been completed as of the date of this report. Isi has not received the proximal suj or the cardcage for evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Manufacturer narrative:
The proximal setup joint (suj) was returned for failure analysis due to error 319/31030. The error was confirmed but not replicated. The proximal suj was installed on the in-house system and the suj did not trigger any errors. Next, the suj was installed on the test platform and passed all tests.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received da vinci products to perform failure analysis. The distal set up joint (suj) was returned for failure analysis and the reported failure was confirmed through the logs. According to the logs, the unit had experienced errors 31030. The unit was tested in the testing platform and it failed eprom check. Unit was retested skipping eprom check and both tornado and wrist encoders did not track resulting in unit failing at tornado encoder. Error 32056 was noted in the error log. The universal surgical manipulator (usm) came into failure analysis with a reported problem of repeating error 31030 which was pointing to the patient side cart (psc), and was confirmed via remote fe as having occurred in the field. Since error 31030 was pointing to the psc and not the usm, the fcp pca will be replaced as a precaution. The cardcage of the psc was returned for analysis but the reported failure could not be replicated. When reviewing the error log, there were several errors 31030 with p2 and p3=80 point to ucc (fiber control ublaze on ucc in psc) had the problem. The cardcage was installed and tested on the pca test system. The system started up without any error. Ran 50x power cycles with this part, all passed. All the gantry motors were moved the full range of motion without any issue. The part remained on the testing platform for 2 hours in normal operation while testing the other parts, and it performed without any error. The proximal suj was also returned , however analysis has not yet been completed.

Event description:
Refer to h10/h11 for follow-up information.